Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 4.00 promus premier select drug-eluting stent was advanced but failed to reach the lesion. After removal, the physician observed that there was damage at the distal stent strut. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.